Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure") in a (B)(6) female patient who had essure (batch no. C40063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia )"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)") and vaginal infection ("infection (vaginal)"). In 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, 2 years 3 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, cystitis, vaginal infection, migraine and headache outcome was unknown. The reporter considered cystitis, device dislocation, headache, menorrhagia, migraine, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 15-mar-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal), infection (vaginal), infection (bladder), migraines/headaches, migration of essure. Lot number were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure") in a 37-year-old female patient who had essure (batch no. C40063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia )"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)") and vaginal infection ("infection (vaginal)"). In 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, 2 years 3 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, rash ("rash") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, cystitis, vaginal infection, migraine, headache, rash and dyspareunia outcome was unknown. The reporter considered cystitis, device dislocation, dyspareunia, headache, menorrhagia, migraine, rash, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure") in a 37-year-old female patient who had essure (batch no. C40063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, 2 years 3 months after insertion of essure, the patient experienced pelvic pain ("pelvic pain / pain"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia )"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and rash ("rash"). The patient was treated with clindamycin, paracetamol (acetaminophen) and surgery. Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, cystitis, vaginal infection, migraine, headache, rash, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, cystitis, depression, device dislocation, dyspareunia, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: pfs received. Events added: depression and mental anguish. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure") in a 37-year-old female patient who had essure (batch no. C40063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia )"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)") and vaginal infection ("infection (vaginal)"). In 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, 2 years 3 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, rash ("rash") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, cystitis, vaginal infection, migraine, headache, rash and dyspareunia outcome was unknown. The reporter considered cystitis, device dislocation, dyspareunia, headache, menorrhagia, migraine, rash, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: the events rash and dyspareunia (painful sexual intercourse) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') in a 37-year-old female patient who had essure (batch no. C40063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stress incontinence and perineal pain. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 years 3 months after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain / pain"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia )"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and rash ("rash"). On an unknown date, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with clindamycin, paracetamol (acetaminophen) and surgery. Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, cystitis, vaginal infection, migraine, headache, rash, dyspareunia, depression, anxiety, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, device dislocation, dyspareunia, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events: bladder problems, urinary problems, vaginal discharge were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.